Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing was observed. The cause of oversensing is unknown. Programming changes were recommended. The patient has not returned to the hospital to make the changes. No adverse consequences were detected for the patient.

Event description:
New information received states a new instance of post-paced t-wave oversensing was observed. The patient was seen in the clinic and the physician suggested making programming changes at the next follow-up. No adverse consequences were detected.